Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0welq, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported the patient had a revision surgery the day of this report. Since being implanted, the implantable neurostimulator (ins) was moving around. The healthcare provider (hcp) opened her back up and "stapelized" it. The hcp then tried to clear the power on reset (por) but was unsuccessful. Additional information received from the hcp reported that poor communication was seen on the patient programmer (pp). A clinician programmer was used and communication was successful. The ins was noted to have been flipping, resulting in the revision surgery. It was then "tacked down." Bandages or swelling were present. The clinician programmer had showed that they had to synchronize with the pp before they could do anything. The patient had already been programmed at this time. Stimulation was turned on and no programming changes were wanted at the time. Additional information received from the hcp in response to follow-up was reported that the device had been working but was hypermobile under the skin. This was irritating to the patient. The cause of this was not determined but was addressed with surgery. The patient had alleged it to be "popping out" 2 weeks after implant. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. This event will be updated if additional information is received.